Event description:
Underdelivery reported. It was reported that the pump was set, for in home use, to deliver nafcillin 12g in ns 300ml. The pump was set to run a dose of 50ml over one hr every 4 hrs with a keep vein open rate of 0.2ml/hr "every 4 hrs". Total volume to be infused was 307ml. The pump alarmed bag empty with "quite a bit left" in the bag (unspecified). Pump display read 299.6ml infused. The rest of the dose was infused, so no missed dose occurred. Customer states "this has occurred with this nurse on another pt with different pump and could be user error."